Event description:
The patient has two leads (from the same lot). It was reported the patient lost stimulation over time. An impedance check was performed and high impedance was found on one of the leads. The patient may undergo a fluoroscopy on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.